Event description:
An ambulance was called upon to take an individual to the hospital. The emergency personnel ran a blood glucose test on the patient using the contour meter and the reading was 140mg/dl. The patient was showing signs of hypoglycemia and after arriving at the hospital another blood test was performed using the hospital meter. The reading was 29mg/dl. It was discovered during the call, the test strips for the contour had not been stored in the original container. The strips were divided and put into baggies. Information from the meter and strips was not provided. The meter and test strips were replaced. The customer is expected to return their strips.

Manufacturer narrative:
Patient information and product information were not provided. The manufacture date cannot be determined without the product information.